Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was over 5 cm in diameter and the vessels were moderately tortuous with moderate calcification. It was reported that the physician was unable to advance the delivery system bilaterally and the left common iliac ruptured after 2 attempts to advance the delivery system (mfr2953200-2010-02216). A 14x14x80 talent extension was used to cover the rupture, but there was a type 4 endoleak (mfr2953200-2010-02217). The stent graft was relined with a 14x16x75 and the type 4 endoleak resolved. The physician then tried the main bifurcated delivery system on the right side and it would not advanced, so he chose not to continue with the case. When closing the pt, the iliac was bleeding and due to loss of blood volume, the pt had an mi and coded in operating room. Pt left the operating room in stable condition. The pt is reported to be fine. No add'l clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (endoleak, mi), (moderately calcified and tortuous vessels).